Event description:
It was reported that the implantable cardiac monitor (icm) detected noise/artifact on several electrocardiograms; it was noted that swelling may have been a factor. The icm remains in use. No further patient complications have been reported as a result of this event.